Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a scd controller. The customer states the power cord is frayed and there is a e5 alarm. The controller was sent to a covidien service center for repair. Upon triage, a service tech found that the cord is cut and showing external burn marks.

Manufacturer narrative:
Submit date: 11/08/2013. An investigation is currently underway. Upon completion, the results will be forwarded.